Event description:
It was reported that after more than twenty turns the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.